Manufacturer narrative:
(B)(4). Since customer was not contacted, product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Report number: mw5067293. Date of event: (B)(6) 2017. Manufacturer attempted to obtain reporter's information (on 02/08/2017 via email) in order to clarify the event description and find out the serious (important medical event) outcome while product was used, in addition of customer's condition. Unable to establish contact with the customer at this time.

Event description:
Customer complaint: switched to the true metrix glucose monitor and numbers were high. Tested for a couple of weeks still high numbers 30-40 points higher. Finally found strips for the older true result monitor and they were lower. Per discussion with the drug store regional manager, nipro representative indicated the results would be 30-40 points higher for the true metrix machine. Checked (B)(6) and there are hundreds of related stories. The only problem is these folks are insulin dependent. So they see the higher numbers and look for their insulin. This could cause people to overdose on insulin if they are not careful. No warning from nipro about the test indicating numbers are higher. This is a serious problem.